Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that irregular electrical damage occurred to the electrical contacts of video connector during handling by the user. As a result the reported event may have occurred. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope exhibited the 3-dimensional image was not shown. The issue occurred during reprocessing for an unspecified procedure. There were no reports of patient harm.